Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired due to suspected thrombosis. No additional information was provided.

Manufacturer narrative:
Sections d4 & h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, (B)(6), and the reported events could not conclusively be established through this evaluation. The patient expired on (B)(6) 2016 due to suspected thrombus and heartmate ii lvas, serial (B)(6), was not returned for evaluation. Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The hmii lvas IFU lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assists system and outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.